Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter remote's display was scratched. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue began on (B)(6) 2011 at approximately 10am. The reporter stated the patient was at school at the time of the alleged issue. It is unknown whether the patient attempted a test on the subject meter when the display was scratched. The patient reportedly manages her diabetes with pump therapy, with an unknown type of insulin and it is unknown what if any, action the patient took regarding her usual medications in response to the alleged issue. The patient's mother claimed that at an unspecified date/time, the patient was experiencing symptoms of 'sickness and had ketones'. It is unclear when the patient was tested for ketones. The patient reportedly tested with another unknown device at the school and reported a reading of '57mg/dl' at 10am of that same day. The reporter claimed the patient was treated by an hcp but did not know what type of treatment was administered by the hcp. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time and there was no evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test her blood glucose on the subject meter and when tested on another device her blood glucose was reportedly low. It was unclear what symptoms she was having at that time but was reportedly treated by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd and paint damage to the meter's casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.